Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, the doctor although implanted non-toric iol but quickly realized that it was a toric iol. The lens was removed in an initial procedure. According to the additional information received, lens was implanted in patient's left eye.

Manufacturer narrative:
The lens was returned adhered to the floor and side of a plastic specimen jar inside a large biohazard bag. The lens case (lid only) and the inner packaging components were returned in the lens carton. Viscoelastic and a small amount of blood was dried on the lens. The optic was cut into two portions. Toric axis marks were present on each optic portion. The lens was cleaned with klrp to attempt further evaluation. There were no optic rings present on this lens. One optic portion had three small areas on the posterior surface that appeared to be scraped. The damage has penetrated into the optic material in the location of the damage. A power and resolution test was attempted by an engineering tech using the damaged, cut in half lens. Due to the damage, a 100% confirmation of optical resolution could not be obtained. The testing results for power (sphere and cylinder) suggest that this lens model was closest to a monofocal toric t3 (1.50) 07.0 diopter. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause for the reported complaint was determined to be manufacturing related. The explanted lens was returned, damaged and in pieces. An nci was opened for further investigation. The power (sphere and cylinder) and optic resolution were tested. While the resolution could not be confirmed, the results of the power (sphere and cylinder) suggest that the returned lens was closest to a monofocal toric t3 (1.50 cyl. ) 07.0 diopter lens. Per the nci, after reviewing manufacturing data, it was determined that a monofocal company (1.50 cyl.) 07.0 diopter batch was cased directly before the complaint batch and is considered the donor batch. It was concluded that the line clearance steps of the casing/staging were not followed properly resulting in the mix. The contributing factor is that the operator at cosmetic inspection did not identify the toric axis marks on the lens of a non-toric batch. For the complaint batch, as 33 of the 67 lenses have already been implanted with no complaints in the lot, and there is no product remaining in company control, no further actions will be taken as we believe this event affects only a single lens. The suspected donor batch is all within company control. In an abundance of caution, the donor batch will be scrapped. The manufacturer internal reference number is: (B)(4).